Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant disengaged from the driver and fell to the ground. Another implant was successfully placed to complete the procedure.

Manufacturer narrative:
One 3i t3® non-platform switched parallel walled implant 5 x 15mm (item # boss515) and a certain® universal ratchet extension implant driver (long) (item # ire200u) were returned for investigation. Visual inspection of the as returned products identified no visible signs of significant wear, damage or deformation. Functional testing was performed for the returned implant and found that it was not retained by the returned ire200u or an in-house testing ire200u. This is because the ire200u is not designed for implant retention and was never intended for use transferring implants. The implant was tested with an in-house iipdts, which is designed for implant retention, and was held without issue. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. There was no device malfunction found with the driver. However the complaint was confirmed. The root cause is user error as the driver is not intended for retention. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.